Event description:
It was reported that the rv lead no longer provided pacing output. The patient is an active soccer player. Lead fracture was observed on the ra lead. It was not possible to explant the rv lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 6.6cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.